Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was identified. Based on the results of the investigation, a definitive root cause could not be established and the source of the clog could not be identified. It is likely the following led to the malfunction: some kind of stress such as damage or deterioration of parts, and interoperability problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the videoscope exhibited a clogged air/water nozzle and air could not be supplies. There were no reports of patient involvement. This is to report the event observed during the device evaluation by olympus.